Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 2.1 was not detected on the bus, had multiple errors and duplicate cubies. A field service engineer (fse) found no failures on the device. The customer mentioned that were able to recover the cubies that were not detected and then rebooted the device, after which the duplicate cubies no longer existed. The fse reseated the row board and retractor band cables on the main drawer 2.1 and tested functionality in the hardware test application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer 2.1 had multiple errors duplicate pockets and was not on the bus. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.